Manufacturer narrative:
The lead was electronically repositioned to tip to coil resulting in acceptable measurements. The available information suggests this lead remains in service. Should additional information become available this event will be updated. Additional information was received indicating this lead began exhibiting loss of capture. Diaphragmatic stimulation was also observed off the tip electrode. The lead was explanted, successfully replaced, and returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific crm received information that this implantable left ventricular pacing lead exhibited impedance measurements greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Two segments of the lead were returned to our post market quality assurance laboratory. Resistance tests were completed on each segment to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.